Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was trying to increase the settings and saw the power on reset (por) message. Patient services reviewed the meaning of por and that the therapy has turned off and been reset to shipping parameters. The patient reported that they have also been running to the bathroom more. It was noted that the patient saw the por and experienced running to the bathroom more simultaneously on (B)(6) 2018. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was having issues with their device. No further complications were reported/anticipated.